Manufacturer narrative:
Approximate age of device ¿ 3 years, 3 months. It was reported that the pump would not be returned for evaluation. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that after over 3 years of support, the patient expired on (B)(6) 2017 due to a cerebral hemorrhage. Reportedly, the cerebral hemorrhage was therapy related; however, no specific details of the patient outcome were provided. No additional information was provided.

Manufacturer narrative:
A correlation between the device and the reported cerebral hemorrhage could not be conclusively determined. Stroke and bleeding are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.